Event description:
The lay user/patient contacted lifescan alleging the meter¿s ok button is unresponsive. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, they resected rectum at low pelvic level according to procedure/protocol. When inspecting the extracted rectum specimen, the surgeons noted that the staples were formed perfectly. However, on a further inspection, they saw that the rectum was cut anteriorly parallel to the existing staple line. Hence, they had opened the bowel both inside and outside the patient beside the existing staple line. Had they not seen this in time the patient could have suffered anastomosis insufficiency. No further damage to the patient has been reported. The procedure was completed with sutures. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.